Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. Noise was able to be reproduced with patient isometrics, however, was not oversensed. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. The root cause of the out of range measurements and noise was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that a revision procedure was planned for an unknown date in the future.